Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) channel of the device. It was suspected that the cause of the noise was electromagnetic interference (emi) or myopotential. Technical support was contacted and provided reprogramming recommendations. There was no intervention completed at this time and the patient remained stable.

Manufacturer narrative:
Further information was received indicating this event did not indicate a malfunction on this product and reported in manufacturer reference number 2017865-2024-56608.